Manufacturer narrative:
The returned test strips were tested using glycolyzed blood. The investigation's glucose test results in mg/dl are as follows: 112, 115, 112, 109, 112, 106, 105, 109, 111, 106, 106, 112. The test results obtained were acceptable and no strip defects were observed. The investigation determined that the primary packaging seal was acceptable for the returned vial. The returned product was appropriately sealed. The investigation did not identify a product problem.

Manufacturer narrative:
The customer stated that routine qc was performed within 24 hours prior to patient testing and both levels passed. The test strips were received for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. The investigation is ongoing. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Event description:
The initial reporter received questionable glucose results from one patient tested with the with accu-chek inform ii meter with serial number (B)(4). The initial meter result at 2:07 am was 130 mg/dl. This result was believed to be accurate. The first repeat result at 2:07 am was 303 mg/dl. The second repeat result at 2:08 am was 33 mg/dl.